Event description:
It was reported to medtronic neurosurgery that during the implantation operation the physician found the valve and catheter to be leaking. A new shunt kit was used to complete the procedure. It was also reported that the patient had an infection before the surgery, and that the patient was in hospital in stable condition at the time of the report.

Manufacturer narrative:
Only the valve was returned. The valve was patent. It met requirements for the siphon test. It did not meet all of the requirements for the reflux, leakage, preimplantation, and pressure-flow tests. A few tears were observed on the delta chamber¿s top membrane. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicon elastomer materials. Care must be taken with the handling and placement of the valve to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. (B)(4).